Event description:
The surgical blade broke as the incision was being made. It was retrieved from the surgical site.

Manufacturer narrative:
While making the initial incision during a shoulder procedure, the blade broke and fell into the surgical site. It was retrieved by the surgeon. No serious injury resulted and no further intervention was necessary. The blade was returned and evaluated. The blade was broken where it attaches to the handle. Reserved samples from the same lot were tested and found to meet established specifications. No manufacturing defect was found. We have had no previous reports of this blade breaking during use. A root cause not determined. No corrective action is being taken at this time. Due to the reported incident and need for intervention, this medwatch is being filed.